Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08905, 2134265-2015-08906. (B)(4) clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. Target lesion was a de novo lesion located in the proximal segment of saphenous vein graft (svg) to 1st diagonal with 80% stenosis and was 8mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.50x20mm promus element plus stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was admitted with the complaint of substernal chest discomfort and wasdiagnosed with non-st elevation mi. Patient's cardiac enzymes were elevated and coronary angiography revealed 100% isr of the 3.50x20mm promus element plus previously placed study stent and occlusion of the 2.25x32mm and 2.75x28mm promus premier drug-eluting stents which were implanted in (B)(6) 2014. The patient was put on medical management for treating the event. On the following day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.